Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Received. The patient has alleged dry mouth. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed a white contaminant consistent with mineral deposits on the water tank, water tank seal, and water tank lid. An unknown dust contaminant was observed inside the inlet of the blower box, confirming debris in the airpath. Evidence of liquid ingress with a contaminant consistent with mineral deposits was observed on the blower, blower seal, blower box, heater plate, heater plate spring, and bottom enclosure. An unknown dust contaminant was observed on the bottom enclosure. An unknown contaminant was observed on the exterior bottom of the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 0 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Evidence of sound abatement foam degradation/breakdown was not observed. In this report, linv was captured . In box d: device third party. Device avail for eval. Date returned. In box g: date received by mfg. In box h: device evaluated by mfg., problem device code, evaluation method code, evaluation result code, conclusion code was updated.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Received. The patient has alleged dry mouth. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information were in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging dry mouth.no other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer received information alleging dry mouth. No other clinical information or medical interventions were reported. Based on the information available, the alleged device is a ds2 device and does not contain the sound abatement foam referenced in the recall. This report has been corrected . Section h7 was corrected to reflect that this device does not fall under the recall res 88058. Res 88058 was removed in section h9. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.